Manufacturer narrative:
(B)(4). This device has no 510(k) number, as it is class ii exempt. Baxter is awaiting software evaluation for logix regarding this report. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported issue of final bag label defect-wrong value displayed was not confirmed. The root cause was undetermined. The desired solution for cl/ac ratio was not found due to functional limitations of the product. There is no additional evidence to confirm the reported problem.

Event description:
The facility reported logix software that printed a label reading "cl/ac ratio 0" where "cl/ac ratio 100" was desired. This condition can lead to incorrect compounding or incorrect labeling of compounding material. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.